Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Analysis was unable to verify no button response anomaly and battery out limit alarm due to blank display. The insulin pump had minor scratched display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they received a battery out limit alarm. The customer's mother reported that they were unable to clear the alarm due to unresponsive keypad. The customer's blood glucose was 280 mg/dl at the time of incident. The customer's mother stated that the insulin pump was exposed to moisture. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.